Manufacturer narrative:
Results: the jet7 was fractured approximately 81.0 cm from hub. Conclusions: evaluation of the returned jet7 confirmed a fracture. If the device is mishandled during advancement against resistance, the device may kink and subsequently fracture. The reported complaint and observed damage suggest that the fracture occurred from a sudden kink while being handled and forcefully advanced into the parent catheter. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system jet 7 reperfusion catheter (jet7) from a penumbra system jet 7 kit. During the procedure, the technician was quickly advancing the jet7 through a neuron max 6f 088 long sheath (neuron max) and encountered resistance. Subsequently, the jet7 broke when it was advanced halfway into the neuron max. The jet7 was therefore removed and was no longer used in the procedure. The procedure was completed using another jet7 and the same neuron max. There was no report of an adverse effect to the patient.